Event description:
It was reported that the patient received inappropriate therapy for atrial flutter with rapid ventricular response. The patient was placed on meds and was referred for possible ablation for the atrial flutter. The device was reprogrammed and the patient was discharged in stable condition with a controlled ventricular rate.